Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor, and excessive no delivery test. There was no motor error alarm noted. The motor passed the motor test. There was a minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip. There was no loud motor clicking noted during our testing.

Event description:
It is reported that a customer received a motor error alarm on their insulin pump. The patient's blood glucose level was at 124 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).